Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 13 states, "dislocation and subluxation due to inadequate fixation and improper positioning."

Event description:
It was reported that patient underwent bilateral partial knee arthroplasty on (B)(6) 2015. Subsequently, patient underwent a right revision procedure on (B)(6) 2015 due to bearing dislocation. The bearing was removed and replaced.